Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had perforated the patient. Surgical intervention was performed and the ra lead was explanted and is no longer in service. No additional adverse patient effects were reported.